Manufacturer narrative:
(B)(4).

Event description:
During pretest, the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and it was noticed inflation/deflation was difficult. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that at the test prior to use, inflation/deflation air in cuff are difficult. The cuff was cuff pre-tested prior to use. The sample is expected to return.